Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a luer activated valve in which a leak occurred. According to the report, the "nurses in systemic (oncology unit) are experiencing leakage from the clearlink access device." This product is used with an interlink system extension set (interlink is taken off and device is put on). The clearlink device seems to come off during infusion and leakage has occured (with normal saline solution). The condition occurred during patient use. There was no patient injury or medical intervention associated with this complaint. This is report 2 of 4 of the same reported problem from this facility. The process step was during use and no patient reaction is reported. The sample is not available for evaluation.